Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a company representative (rep) reported the pump had been replaced on (B)(6) 2024 and would be returned. The patient experienced severe withdraw symptoms. It had been reported by the patient that they may have had a MRI at the time but they could not be sure due to their altered mental state.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient was experiencing severe withdrawal symptoms. The patient went to the hospital and was admitted into the intensive care unit (ICU). The rep stated that the pump had a motor stall that occurred on (B)(6) 2024 and never recovered. The pump was placed into minimum rate and the patient was given oral medication and the plan was to replace the pump. The pump critically alarming did not resolved. The cause of the patient's symptoms was that the pump stalled and never recovered. The patient was discharged and was managed on oral medications. The motor stall occurred at 5:06 am and it never recovered.

Manufacturer narrative:
H3. Destructive analysis of the pump identified residue in the motor gear train. Analysis identified residue on the gear pinion of the motor gear train. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving bupivacaine (unk mg/ml at unk mg/day) and unknown morphine drug (unk mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was in the hospital with the pump critically alarming since yesterday. The company representative (rep) stated that the motor reads stalled on (B)(6) 2024 and the patient did not have magnetic resonance imaging (MRI), and the motor stall recovery has not showed up in the logs. The rep also said a urinalysis tested negative for morphine (drug in the pump) and since he had altered mental status and diarrhea. Moreover, they. Were certain the motor did stall. The technical services (tss) reviewed external reasons for motor stall and the consideration that motor stall could recover if it has not already (since they said he was now on IV morphine and the symptoms was resolved). The tss instructed caller to reinterrogate in 20 minutes and recheck logs for motor stall recovery and then have conversation with pump managing physician.